Event description:
Provider states wheels are worn out.

Manufacturer narrative:
(B)(4). MFR. Report # 1525712-2013-02186 indicating the manufacturer as unknown. The correct manufacturer is invacare (B)(4).